Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. As received, the battery charger would not power on. Upon evaluation, the power supply connector was separated from the power cord. The cause of the inability to power on is the damaged power supply connector and cord. The root cause of the damaged power supply connector and cord is excessive force placed on the cord. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a charger indicating that it would not power on.